Event description:
The customer was admitted to the hosp for hypoglycemia. The customer's meter was found to be set in mg/dl instead of mmol/l. It was not known what the customer's blood glucose reading was at the hosp or what type of treatment was received. The meter is to be returned for evaluation, and a replacement meter with locked units of measure will be sent.

Manufacturer narrative:
More info needed to be obtained from the customer.